Event description:
It was reported that during the aneurysm embolization procedure, the operator used the subject stent to assist the coil embolization case and when delivered to the distal tip of the microcatheter, the subject stent partially deployed and resistance was encountered. The operator tried to continue deploying the subject stent but it would not move. The stent system migrated to the lower section of the aneurysm neck so the operator withdrew the subject stent and microcatheter from the patient. During retraction, the microcatheter and subject stent encountered friction at the hub of the guide catheter and the stent deployed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the atlas stent was returned deployed. The stent was deformed. There was material encapsulating the distal end of the atlas stent, which appeared to be part of the catheter shaft and a marker band. The stent markers were present. The stent delivery wire sdw was broken below the proximal bumper. The sdw was kinked/bent in multiple areas. The introducer sheath was not returned. Functional test was unable to be carried out as the stent was deployed. The reported events are covered in the device directions for use (dfu). As well, the risk of the reported events is documented in the risk documentation and there are current controls to mitigate the risk of the as reported events. The reported events codes could not be replicated as the stent was returned in a deployed state (deployed by physician on the table outside the patient's body). However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'the operator used a 3.0@24 atlas stent to assist the coil embolization case and when delivered to tip of microcatheter distal and deployed out for a section and then big resistance was encountered. The operator tried to continue deploying it, but the stent was not moving. During this procedure the stent system migrated to lower section of the aneurysm neck, so the operator withdrew the stent and microcatheter out and used microcatheter and stent in same catalog to finish the procedure. After the products were retracted out, the microcatheter and the stent got friction at hub of guide catheter and the stent was deployed out. The microcatheter used was sl-10'. The stent was returned for analysis fully deployed which is aligned with the updated event description. The distal segments of the stent were not fully opened, and there was what appears to be part of the microcatheter shaft (including a marker band) encapsulating the distal end of the stent. The 3 marker bands were present on both ends of the stent. The sdw was also returned, and it was noted to be broken/fractured at the distal end of the proximal bumper. There were kinks/bends present along the length of the wire also. The introducer sheath was not returned for analysis. There was no difficult reported when transferring the stent from the sheath into the microcatheter. Therefore, it is not possible on this occasion to determine exactly what happened which led to the microcatheter fracturing and the sdw also breaking/fracturing. The as reported stent friction, stent partial deployment, unexpected movement of device and stent deployed prematurely during retraction/re-sheathing as well as the as analyzed stent deformed¿, ¿stent failed/unable to open', sdw broken/fracture during use' and 'sdw kinked/ bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the aneurysm embolization procedure, the operator used the subject stent to assist the coil embolization case and when delivered to the distal tip of the microcatheter, the subject stent partially deployed and resistance was encountered. The operator tried to continue deploying the subject stent but it would not move. The stent system migrated to the lower section of the aneurysm neck so the operator withdrew the subject stent and microcatheter from the patient. During retraction, the microcatheter and subject stent encountered friction at the hub of the guide catheter and the stent deployed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.